Manufacturer narrative:
B5 - a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced elevated iop and cephalalgia. Peripheral iridotomy was performed. The lens was explanted due to pain. The cause of the event was reported as "other", "no" the lens did not fail to perform as intended with cause details "during the patient's pain flare-up, pio was measured and was normal". Claim # (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced elevated iop. Peripheral iridotomy was performed. Patient is better. Lens remains implanted. There are multiple medical device reports associated with this patient. This report is 1 of 4 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Cause of event was not reported.

Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim# (B)(4).